Event description:
The customer contacted baxter's service center reporting an alarm on the homechoice (hc) during drain 2 of 4 and the care giver (cg) stated that the home patient (hp) woke up and realized that she had become disconnected from the patient line and the home patient (hp) had reconnected causing a use error. The cg stated that there was air in the patient line. The technical service representative (tsr) assisted with ending therapy. The hp disconnected using aseptic technique. The cg would notify the hp?s peritoneal dialysis registered nurse as soon as possible. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint is for a report of an use error - failed to follow therapy steps issue is confirmed because it was reported that patient reconnected to same disposable set after getting disconnected during sleep, which is a use error. The assignable cause is undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.